Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2014 that the patient never had therapeutic effect. The patient received his one year anniversary card and it caused him to call patient services. The patient stated that the implant "has done absolutely, unequivocally, 110% nothing" for the patient. They were extremely disappointed and frustrated. It had been a disaster and had not worked for the patient. It did not do anything for them. His results had been absolute zero. The patient would not recommend this to anybody. It had gotten to the point where the patient was taking medication in conjunction with the stimulator, but that was not helping either. It had also gotten to the point that he was already 3/4 of the way through having the tibial nerve stimulation being done. It was a 12 week program. The patient would "have no distinctions at all" during the day when they had all the urgencies he had to go. For about 3 weeks in the evening, the device did cut down the number of times going to bathroom from 4 to 2 or 3, but it was right back up to 4 again. The patient stated he would be seeing the health care professional (hcp) tomorrow for his tenth visit for the tibial nerve stimulation and would be discussing a possible revision of device so the hcp could check the device surgically. The patient stated hcp and representative have been wonderful. It was the device that did not work. They met with representative and changed programs numerous times and the patient always had negative results. The representative was made aware of all issues. Additional information received from the manufacturer's representative noted that there was no malfunction with the device - he had reprogrammed this patient several times based on the patient expectation of 100% improvement. Clinic did two urodynamic tests, once before implant and then again after implant. It was determined the patient had significant improvement in symptom control after implant. Patient expectation was 100% improvement and that goal was not met. No lead issues were indicated and no other testing was done - everything indicated the patient was receiving greater than 50% improvement and reprogramming was for tweaking programming to provide that 100% expectation. Additional information from the consumer on 2015-07-31 reported that they were extremely disappointed in their product. They felt they had done "everything possible" in the year prior but the product "does not work." The patient had an appointment with the physician on(B)(6) 2015 and an x-ray of the implantable neurostimulator (ins) was taken the following day. It was noted that it would be determined if a lead revision needed to be done. The patient believed a lead revision would be done. Additional information received from the consumer on 2016-01-05 reported that the first implant was not effective. The patient received a second implant. With the first implant, there was no therapeutic effect. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.